Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was overpressure. Note there is no indication of extravasation or serious injury as a result of the overpressure.

Event description:
It was reported that there was overpressure. Note there is no indication of extravasation or serious injury as a result of the overpressure.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: visual inspection: no physical damage observed. Broken warranty seal. Contaminant on front panel aux port. Functional inspection: device under test boots up as expected however it failed manual pressure check during functional test - no pressure feedback from the console. Pressure sensor voltage test performed - voltage output at j25 connector black and white wire is out of voltage limits. Dimensional inspection: due to the nature of the reported event, the dimensional inspection was deemed unnecessary and therefore not performed. Material analysis: due to the nature of the reported event, the material analysis was deemed unnecessary and therefore not performed. Confirmation: reported complaint is confirmed expanded investigation activities: pressure sensor voltage output at j25 connector black and white wire is out of limits. Investigation conclusion: customer reported complaint "high pressure" or abnormal pressure is confirmed, manual pressure check failed during functional test. Pressure sensor voltage test performed - voltage output at j25 connector black and white wire is out of voltage limits indication a faulty pressure sensor. Failure mode: abnormal pressure root cause: component failure other nonconformities: faulty receptacle board - contaminant on aux port probable root cause: 1. Pressure sensor malfunction/out of calibration 2. Inflow cassette/ tubing pressure sensor membrane failure 3. Mis-inserted cassette/ tubing 4. Motor encoder malfunction/failure (inflow and/or outflow) 5. Roller wheel assembly (inflow and/or outflow) malfunction/failure 6. Roller wheel failure due to peristaltic tubing debris build-up 7. Main board (all) /imx failure (cf) 8. Software malfunction 9. Use error 10. System design 11. Unwanted movement of internal components/wiring 12. Pressure sensor is operated above linear pressure reading range (>450 mmhg for cf) (design) 13. Pump operated at least-favorable environmental conditions for extended period of time 14. Run screen does not adequately indicate overpressure situation 15. Miniwashmalfunction (cf) 16. Command not registered from hand control (all), footswitch (cf), sidne (fc, ap) or hermes (ap-hermes ready) 17. Excessive use of wash or turbo 18. Slow reaction time to a quickly closed off shaver outflow at high flow rates 19. Power failure of pump 20. Pressure sensor stuck behind the sensor bracket 21. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge the reported failure mode will be monitored for future reoccurrence.